Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one dorado pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody, no other specific anomalies noted. On the functional evaluation of the device, the guide wire lumen was flushed, and an in-house guide wire was inserted through the catheter without any issue, on further the device was inflated with in-house presto device, water existed out from the proximal glue joint of the catheter and balloon. Microscopic observation was performed and noted a circumferential break at the proximal glue joint. Therefore, the investigation has confirmed for the reported leak and identified break as the water leaks from the glue joint junction when the balloon inflated. The device break is the likely root cause of the device leak. The definitive cause of the identified device break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a leak and break issue. It was further reported that the another balloon was used to complete the procedure. There was no reported patient injury.